Event description:
On this date an equipment cart that has a battery pack was found smoking (the battery pack) by a nurse and the staff peppered it with a fire extinguisher to stop the smoking. This was treated as a potential fire situation on the unit. A enovate care serial # (B)(4) with a li-phoa battery, electronic lift actuator and configured with medication drawers was involved in the event. No damages or injuries but the area required major clean up due to extensive fire extinguisher residue and pts were relocated to another unit. The cart was used to assist staff in dispensing medications and pt charting. The cart was pulled the services and wiring/cables in battery compartment were found to be melted. All other carts in the facility were systematic checked for the same problem and only one other cart was found to have a similar problem (hco # 14829) and both pulled from manufacturer. (Http://www.enovatemedical.com/support.html). The devices were returned to the vendor engineers to investigate the cause and determine if any solutions are available.